Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 3/5/2014. Electrode belt: 5/11/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was unconscious at the time of the treatment. At 4:00:01 am, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact. The post-shock rhythm was asystole with CPR and motion artifact. It is unknown who was performing CPR. CPR and motion artifact contributed to the false detection. The response buttons were not pressed during the event.